Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The patient was initially admitted to the hospital due to the patient's chronic obstructive pulmonary disease and chronic heart disease. The patient was discharged from the hospital, stood up from the wheel chair to get into a car, and collapsed. The patient was brought in the emergency room, pulseless, and chest compressions were performed. Upon device interrogation after the patient's death, an automatic mode switch episode was noted when the patient was in sinus rhythm and accelerated into an atrial arrhythmia. The right ventricular lead exhibited oversensing and intermittent undersensing episodes. Ventricular fibrillation episodes were also detected. The cause of death was unknown.